Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from screws. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the reservoir gasket was worn out, faded pole clamp assembly and drain/quick connect fitting was contaminated. Per functional testing, the reservoir was leaking from the bottom and the cracked screw holes. The complaint was confirmed. The root cause was cracked screw holes in the water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, water tank cover, pole clamp assembly and drain/quick connect fitting. Replaced line cord, due to failed electrical test. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The event occurred during testing on 25-may-2023. No adverse patient effects were reported by the customer.